Manufacturer narrative:
Product complaint # (B)(4). Added concomitant products. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 12 parts were manufactured per specification and all raw materials met specification. No parts were scrapped from lot: 8326020. 2 ncs (non-conformances) found associated with lot: 8326020. Nr-0142098 is associated with lot: 8326020. This was opened in relation to ctq (critical to quality) issue. All affected parts were released from hold as there was no risk to the product therefore there is no correlation between nr-0142098 and the complaint failure mode nr-0100007 is associated with lot: 8326020. This was opened in relation to the drawing revision number on the completed inspection sheet that did not match the drawing revision on the lot traveller. During further investigation is was found that a clerical change has been made between the revisions of the document, therefore there is no correlation between nr-0100007 and the complaint failure mode.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat pain and limited mobility due to avascular necrosis (avn). The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. The surgeon notes that the patient¿s poor bone quality due to avascular necrosis. Patient received a left knee revision to treat pain, swelling, poor rom, and instability secondary to femoral avn progression. The patient had a previous arthroscopic excision of scar tissue, but the pain persisted. Upon entering the joint, the surgeon encountered and debrided scar tissue. The femoral component was well-fixed but revised due to progression of the patient¿s preexisting avn. There was questionable loosening of the tibial tray at an unknown interface, so it was revised. There was no reported product problem with the explanted tibial insert. The patella was retained. The patient competitor revision products. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2018, left knee.